Manufacturer narrative:
The cause for the false high advia centaur xp ft4 result compared to a lower alternate ft4 test method, and the patient's clinical diagnosis is unknown. Siemens is investigating the incident. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A false high advia centaur xp ft4 result was obtained by the customer on a patient sample, and considered discordant when compared to a lower alternate ft4 test method. A lower ft4 result was expected based on the patient's clinical diagnosis. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ft4 result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00231 on november 18, 2016. On 12/08/2016 additional information: the patient samples were returned for further investigation. The patient samples were tested on the advia centaur xp and immulite 2000 xpi platforms for ft4 and tsh. Results are below: advia centaur xp ft4 - 1.97 ng/dl, advia centaur xp ft4 after adding to heterophilic blocking tube (hbt) - 1.83 ng/dl, advia centaur xp tsh3 ultra - 40.5 uiu/ml, immulite 2000 xpi ft4 - 2.29 ng/dl, immulite 2000 xpi third generation tsh - 46.5 uiu/ml. On both the advia centaur xp and immulite 2000 xpi platforms the ft4 dose is hyperthyroid. The addition of the sample to the heterophilic blocking tube (hbt) did not change the ft4 result. On both the advia centaur xp and immulite 2000 xpi platforms, the tsh dose is hypothyroid. The cause of the discordant result is most likely some type of interferant present in the sample. The hbt tube does not block all interferants. The instrument is performing within specifications. No further evaluation of the device is required.